Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on ac source. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply module and determined the root cause for the reported incident was a failure of the ac power supply, transistors q1 an q2 were found to be shorted and a fuse was open.

Event description:
It was reported that the device would not operate with ac source. There was no report of patient involvement with incident.